Event description:
A hemodialysis user facility has reported approximately halfway through treatment, a blood leak occurred. The leak was visually observed on the floor and a crack was reported on the dialyzer where the leak was noted. Estimated blood loss was 200cc's. A new system was strung and the patient completed their treatment without further issue. There is no other known ill effect to the patient.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.